Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump. It was reported that on (B)(6) 2016 a motor stall was seen at initial interrogation and the patient had recently had an MRI. It had been over two hours since the patient exited the MRI field. No symptoms were reported.

Event description:
Additional information received reported that the pump was interrogated a second time and the stall was resolved. A motor stall recovery had occurred.

Manufacturer narrative:
Fdd: (B)(4) no longer applies .